Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that a patient implanted with a 340cc (left), 360cc (right), mentor memorygel breast implant was diagnosed with left-sided breast implant associated anaplastic large-cell lymphoma and experienced bilateral capsular contracture baker grade 2 post-operatively. In addition, a seroma formed on the left side which required surgical intervention via needle aspiration. As a result, the patient underwent explantation on (B)(6) 2024 .